Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with no delivery five times within the past three weeks. His blood glucose at the time of incident was 599 mg/dl, which he treated with manual insulin injections. Troubleshooting was declined at time of call due to the no delivery and high blood glucose being a past event. The customer's mother was advised to call whenever alarms occur in order to troubleshoot. The mother did not want to return the reservoir or infusion set for analysis. No products were shipped or returned; the mother was transferred to a medtronic diabetes therapy consultant in order to inquire about replacing their old, out-of-warranty pump.